Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim stating that patient underwent a laparoscopic sigmoid colectomy and appendectomy to treat diverticulitis. Claim states that an ¿echelon 29 mm¿ stapler was used during the surgery. Op report indicates than an ¿echelon¿ stapler was used to divide the rectum, and a ¿29 eea stapler¿ was used to perform an end-to-end anastomosis between the descending colon and rectal stump. The anastomosis was tested twice with the air-leak test as well as rigid sigmoidoscopy was performed and demonstrated the anastomosis to be intact. Patient did well postoperatively and was discharged home on post op day four. Two days later, the patient presented to the emergency department complaining of generalized abdominal pain and underwent a surgery for laparoscopic exploration, repair of leak, washout, and diverting loop ileostomy. The surgeon noted a small 5mm anastomotic leak at the left anterior aspect of the colorectal anastomosis which was repaired with suture. The patient underwent ileostomy reversal approximately three months later."

Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical records received. Please see attached documents.